Event description:
Complainant alleged that during a code, after the first shock was delivered to a patient (age and gender unknown), the device displayed a "defib fault 80" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the hv module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.